Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18727 and data files were returned and analyzed. One patient file was received and the patient file was recorded on the reported date of the event. The patient file showed eight applications were performed using catheter number one identified as afapro28 with lot number 18727. The patient file showed five applications were performed using catheter number two identified as afapro28 with lot number 18727. The patient file did not show any system notices on the reported date of the event. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) on the reported date of the event. Additionally the failure file showed system notice 50013 (the refrigerant level is too low to continue) on the reported date of the event. External visual inspection of the balloon segment showed blood/fluid inside the balloon. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system has detected fluid in the cat heter and stopped the injection). During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.20 inches proximal to the catheter tip. In conclusion, the reported system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) was confirmed through data analysis and additional system notice 50013 (the refrigerant level is too low to continue) was confirmed through data analysis. The balloon catheter failed return inspection due a guide wire lumen kink and breach and blood/fluid inside the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical cable and electrical umbilical cable were replaced without resolution. The balloon catheter was replaced which resolved the issue. The case was completed with cryo.  No patient complications have been reported as a result of this event.